Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller pin was missing and the device did not sound an audible alarm during an alarm condition. Prior to testing, the device had been returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt event or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.